Event description:
It was reported that a patient felt oversedated over the weekend. The patient¿s heart rate and pulse also dropped. At refill today the patient¿s expected residual volume (erv) and actual residual volume (arv) (erv 15.1ml, arv 15ml).about 1 month prior there had been erv around 7ml and they got back only 0.7ml with no patient symptoms at that time. The reporter stated that the patient had been weaning off of oral medications and didn¿t take anything over the weekend ¿because of how she felt.¿ the patient¿s dose would be decreased and see how she responded. No patient outcome, drug, or intervention was reported for this event. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 85 90-1, lot# n480854, implanted: (B)(6) 2014, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).